Event description:
It was reported that the pumped alarmed cassette not attached. Per reporter, the product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - product received date 7/31/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the pumped alarmed cassette not attached. The review of event log found that there are no errors related to the customer complaint. The review of service history found that there were not services reported previously. The visual and functional test was performed. The complaint was not confirmed, and the probable root cause was unknown. Performance verification tests were performed and passed all functional testing. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.